Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. It was believed that the lead had contacts out and the ipg was having difficulty holding a charge. It was unknown if total system malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a non device related knee surgery in (B)(6) 2016 after the initial complaint of charging difficulty. Electrocautery was used during the procedure. It was not determined if it had contributed to the ipg's problem of not being able to charge properly. The patient stated that the ipg took two weeks to charge. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the procedure was that the patient had issues charging and getting the battery to keep a charge. Database analysis revealed that the battery discharge showed no anomalies and the charge profile was observed and revealed that the patient occasionally triggers the charger thermistor and had frequent poor charger-to-ipg alignment. The ipg appeared to be working as expected.

Event description:
A report was received that the patient will undergo an ipg replacement for unknown reason.